Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic hysterectomy procedure, the needle broke and fell into the patient's cavity. Medical or surgical intervention was required to find and retrieve the needle and to prevent permanent impairment of function.